Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a navio assisted tka surgery, the navio bone screw driver broke free. The procedure was finished with a smith and nephew back up device without delays. The patient was not harmed as a consequence of this problem.

Manufacturer narrative:
H3, h6: the navio bone screw driver (us), pfsr110164, lot8016483 used for treatment was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be determined. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, factors that may have contributed to the reported symptom may have been associated with a mechanical component failure and breakdown/defect of the weld. A CAPA, hhe/pra, field action review was not completed. The product was not returned and no evidence was made available to link the complaint to a CAPA, hhe/pra, field action. Although no further action will be taken at this time the issue will be continuously monitored through complaint investigation and post market surveillance. This failure is an identified failure mode within the risk assessment and the anticipated risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.